Event description:
It was reported that during a gastrectomy, the device locked out because of tissue pad consumption. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
D4;h4: info is unavailable; device was not returned for eval.